Event description:
It was reported that patient was transfer from a bed to a wheelchair. When the patient was transferred to the wheelchair the leg clip detached. As a consequence of the event the patient fell out from the device. Initially, the patient reported pain in the shoulders and back and went back to bed and then she reported more pain in the shoulders. After a week, a bruise appeared on the calf. The diagnosis of the geriatric specialist was an internal bleeding in the leg and that became a blood blister. The patient hospitalization was required.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The customer reported that a patient was transferred from a bed to a wheelchair. In the middle of a transfer when the lift was set into the sitting position the sling leg clip detached from the lift. The nurse managed to catch the patient before she fell to the floor, but her leg got caught in the belt. After the event, the patient was transferred back to a bed and reported more pain in the shoulders. After a week, a bruise appeared on the calf. The diagnosis of the geriatric specialist was internal bleeding in the leg and deep tissue injury. The arjo representative tried to obtain from the customer more details regarding the event circumstances. The event happened on (B)(6) 2022 and the customer was not able to identify which specific lift and sling were used during the event. Therefore, they were not inspected by arjo. As the event happened a long time ago, the customer did not provide any further details regarding the event circumstances. Once the clips are installed and the lifting has begun, the tension present during the transfer maintains a downward force on the clips ensuring they remain in the desired location on the lugs. On the maxi move, the ¿mushroom shape¿ of the clip at the end of the lug ensures that the clip cannot become detached. Therefore, it is unlikely that the clip goes inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on a clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. To pull out a clip under tension, a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required e.g. Detaching the sling clip manually. Based on the provided information, there is no sufficient data to identify the root cause. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿. ¿if an adjustment is needed, lower the patient and make sure that the weight of the patient is taken up by the receiving surface before removing the clip.¿. According to the procedures provided in the instruction for use of the maxi move (001.25060.en): ¿warning: only detach the sling leg connection clips followed by the shoulder connection clips when the patient¿s body weight is fully supported by the bed to avoid any risk of fall.¿. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.